Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff could not be inflated. A functional test was performed the inflation line was cut and the pilot balloon was tested for inflation and deflation and both could be performed. A visual inspection was performed and it was observed the cuff is damaged allowing material to come into the inflation line. A syringe was connected to the inflation line and ink was injected into the inflation system and it was observed the inflation line presents dried organic material that cogs the inflation line. All manufacturing controls were found effective and properly implemented to detect the reported failure mode. The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an unknown failure. There was no allegation of patient death or serious injury.